Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. Treatment for the event was not reported. At the time of this report the patient outcome was not reported. On an unreported date, physioneal therapies were discontinued and the patient was switched to hemodialysis. No additional information is available as the reporter declined to provide further information.